Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2008, inratio: 1.8, lab: 5.1, mean: 3.45, confident limits: 2.0-5.0. Date: 2008, inratio: 2.3, lab: 2.0, mean: 2.15, confident limits: 1.4-3.1. As per internal procedure tr# 0150 rev. 2 the inratio and lab values are not within the confident limits. Product will be investigated. See scanned table. As per internal procedure tr# 0150 rev.2 section 8.2 the acceptance criterion for imprecision is a %cv of 20 or less. The %cv is 16.06 which is less that 20%.

Event description:
The caller alleged discrepant results when compared with the lab results reported as follows. Date: 2008, inratio: 1.8, lab: 5.1. Date: 2008, inratio: 2.3, lab: 2.0. The caller alleged discrepant results when repeated the test with inratio meters: 2008, 103. 106. 108.